Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer was also hospitalized two weeks earlier for the same reason. Troubleshooting was not possible as the caller didn't have the insulin pump with him at the time of the call. Advised that the insulin pump would be replaced. Nothing further was reported.